Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device\migration of essure device \ he could not locate the springs\migrated essure found"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("abnormal bleeding(general)"), seizure ("seizures"), blindness transient ("temporary blindness") and ovarian neoplasm ("reproductive system disorder or condition type of disorder or condition: ovarian cysts and tumors") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included overweight. Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, perianal pain, obesity, c-section, uterine fibroid, neck pain, anxiety and paratubal cyst. Concomitant products included amlodipine besilate (norvasc), oxycodone and promethazine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and hypertension ("high blood pressure"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), blindness transient (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth fracture ("dental problems-2 teeth removed,3 chipped teeth"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), nausea ("nausea"), abdominal pain ("abdomen pain"), back pain ("back pain"), rash ("rashes or skin conditions"), polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: ovarian cysts and tumors"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), depression ("hormonal changes describe: "extreme ups and downs depression""), cardiac disorder ("blood or heart disorder/condition type: "hardening around the heart","), migraine ("migraines / headaches"), headache ("migraines / headaches"), pelvic pain ("pain") and skin disorder ("rashes or skin conditions"), was found to have ovarian neoplasm (seriousness criterion medically significant) and weight increased ("weight gain") and underwent tooth extraction ("dental problems - 2 teeth removed,3 chipped teeth"). The patient was treated with ibuprofen and surgery (d and c and laparoscopic hysterectomy, bilateral salpingectomy,cystoscopy,d&c). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, seizure, blindness transient, ovarian neoplasm, vaginal haemorrhage, hypersensitivity, female sexual dysfunction, fibromyalgia, bladder disorder, urinary tract disorder, tooth fracture, tooth extraction, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, alopecia, urinary tract infection, nausea, polycystic ovaries, vaginal discharge, vision blurred, weight increased, hypertension, depression, cardiac disorder, headache, pelvic pain and skin disorder outcome was unknown, the vulvovaginal pain, abdominal pain and back pain was resolving and the rash had resolved. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blindness transient, cardiac disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypertension, irritable bowel syndrome, menorrhagia, migraine, nausea, ovarian neoplasm, pelvic pain, polycystic ovaries, rash, seizure, skin disorder, tooth extraction, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: insertion details: four micro-insert coils were seen protruding from the right fallopian tube and three micro-insert coils seen protruding from the left fallopian tube. Discrepant information insertion dates: (B)(6) 2012 and (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, hypertension, abdomen pain. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs received: reporters were added. Patient's demographic was added. Case become valid since injury nos replaced with new events; depression, genital bleeding, menorrhagia, hypersensitivity apareunia,fibromyalgia, bladder problem, urinary tract disorder,teeth removed, chipped teeth, dysmenorrhea, dyspareunia ,fatigue, irritable bowel syndrome, hair loss, urinary tract infection,migraines,headaches, migration of essure device, nausea, rashes,ovarian cysts,tumors,seizures,vaginal discharge, blurred vision, temporary blindness,weight gain, high blood pressure, vaginal pain, back pain, abdomen pain,heart disorder, migraine, headaches, pelvic pain, skin disorder, device monitoring procedure not performed were added. Outcome was added. Treatment drug was added. Concomitant conditions & drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.